Event description:
Description of event according to initial reporter: approximately 60 days/2 months ago, the patient had a select platinum filter placed. On (B)(6) 2025, the patient underwent a filter retrieval procedure. Initially, the g53008-vrs-6.0-90 was used for retrieval, however the hook was unable to be captured as the filter was tilted. A merit en snare was then introduced for retrieval. The en snare ultimately became tangled on a strut of the filter. The user attempted to untangle the en snare from the filter for approximately 3 hours during which time the filter became inverted, and the hook appears embedded in a caval wall. Patient outcome: the user aborted the filter removal, and the patient was sent to have the filter surgically removed. The patient surgery completion and outcome are unknown at this time.